Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2021, the c1 alignment and nav sleeve touches the soft tissues during insertion and therefore cannot turn. The screw is loosened by the screwdriver. The procedure was successfully completed without any surgical delay. There was no patient consequence. This report is for one (1) c1 alignment and nav sleeve. This is report 1 of 1 for complaint (B)(4).